Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that x-ray imaging confirmed that the patient's lead had migrated, and effective therapy was lost. Reprogramming did not resolve the issue. As a result, surgery occurred in which the lead was explanted and replaced, which resolved the issue.